Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the ise sodium electrode on a cobas c 111 (c111). The sample initially resulted as 149 mmol/l and this value was reported outside of the laboratory. The sample was repeated twice, resulting as 138 mmol/l and 139 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The c111 analyzer serial number was (B)(6). The field service engineer determined that the sodium electrode was unstable. He checked the ise tower, tubing, valves, and pump performance of the analyzer. He ran an ise performance check three times and found the sodium electrode signal was unstable. The ise performance check was stable for potassium and chloride electrodes. The sample probe and electrode were replaced. The engineer performed a pipetting accuracy check and this was successful. The customer stated that they did not see any further issues after replacement of the sodium electrode. The customer noted that although they did not have any further issues with patient values, some system reagents appeared only to be stable for 2.5 to 3 weeks rather than the 4 week stability stated in product labeling.